Event description:
It was reported that the patient was experiencing inadequate stimulation and that the ipg would no longer charge. Tenderness and burning pain was also noted at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.